Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, no findings related to complaint were observed. A receiver functional test was performed and it passed all relevant testing. Manual "try it" test and communication tool software test was performed and passed. Speaker resistance was measured and passed. The receiver case was opened for an interior inspection and passed. A wiggle test was performed and passed. The reported event of an intermittent audio was not confirmed due to receiver passing all relevant tests. A root cause could not be determined.